Event description:
Hosp reported that device was being used during a code situation. According to the hosp, the device worked to specification initially, then pt was moved to a stretcher for transport . Facility then noticed that the oxygen reservoir bag on the device was not inflating. A replacement device was secured, and the pt was successfully resuscitated. Hosp reported that upon examination of the product, it was noted that at some point during the resuscitation attempt, the oxygen reservoir bag had been dislodged.